Manufacturer narrative:
It was reported that following an injury the patient has laxity, tibial implant loosening and an infection. A revision surgery is planned to exchange the tibial tray and poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that following an injury the patient has laxity, tibial implant loosening and an infection. A revision surgery is planned to exchange the tibial tray and poly inserts.